Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2010 and a drain was placed. Prior to placing the drain, the surgeon stated the protective sheath was extremely difficult to remove from the trocar, but was able to eventually remove it. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4) - trocar sleeve difficult to remove: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.